Manufacturer narrative:
Covidien reference number: (B)(4). An authorized third party service engineer evaluated the device, cleaned the connectors, reconnected all the connections and the ventilator worked properly.

Event description:
It was reported that during set up a ventilator's integrated display was blank. There was no patient involvement.